Manufacturer narrative:
DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The test results objectively demonstrate that there was no escape form manufacturing process and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. The unit not being returned.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient is experiencing recharge burden for the ipg. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.